Event description:
It was reported that patient was admitted for purulent drainage from their wound vacuum. Blood culture was negative. Wound culture was positive for gram-negative rods (gnr). Ejection fraction (ef) was about 10-15%, and the right ventricle was moderately dilated with moderate dysfunction which was not a new finding for this patient (MFR #: 2916596-2025-00390). Severe left atrial enlargement (lae) was noted. Atrioventricular valve (av) did not open. Moderate mitral (mr) regurgitation was also noted. These were similar findings to a prior study from a previous admission on (B)(6) 2025 (MFR #: 2916596-2025-00334) and studies as far back as 2022. A computed tomography (CT) chest, abdomen, and pelvis showed subcutaneous stranding around driveline with new focus of prominent subcutaneous density with may represent phlegmon image 47 series 3. The patient was treated with intravenous (IV) meropenem. Surgical incision and debridement was performed. They were discharged on ancef (cefazolin).

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.